Event description:
The pump was being filled with lioresal 2000 mcg/ml; the nurse attempted to fill the pump with 30 ml. It was noted that the pump was a 20 ml pump. While the nurse was refilling the pump, the patient complained of burning at the pocket site. Following the refill, the nurse accessed the pump and was only able to aspirate 5 ml. A pocket fill was suspected. The patient experienced an overdose; no symptoms were provided. The pump was programmed to minimum rate mode. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.